Event description:
Same case as MFR report#: 2134265-2010-02227. It was reported that post a coronary drug eluting stenting treatment procedure, a myocardial infarction and late stent thrombosis occurred. Lesions were located in the left anterior descending artery and the first obtuse marginal artery. Taxus express2 drug eluting stents of unknown sizes were placed in both lesions. No patient injuries or complications were reported. Approximately 10 months later, the patient presented with a myocardial infarction and in-stent thrombosis. It was reported that the symptoms are continuing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(6). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).